Event description:
Caller indicated the glucocard 01 meter was giving high readings. The caller stated this patient is required to seek medical attention if her readings are over 204. She stated the customer received a reading of 380 and 444 back to back. She stated they tested on the same meter and same brand of test strips. The patient was rushed to the ER for her blood sugar to seek medical attention. The caller stated her blood glucose level dropped down to 200 when the hospital tested it. The caller stated they treated the patient with metformin. The test strips are stored in the hallway in a medicine cabinet. She stated they also change the lancets for every test and washes her hands. She also stated they use the second drop of blood. Control solution test was not completed. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter battery cover is broken, however, this defects does not affect product performance. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.